Manufacturer narrative:
(B)(4). Title therapeutic outcome of CT-guided radiofrequency ablation in patients with osteoid osteoma. Source skeletal radiol, volume 46, 2017(949-956) date of online publication: 20 april 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to assess the long-term outcome of computed tomography-guided radiofrequency ablation (CT-guided rfa) in patient with suspended osteoid osteoma (oo). From 2008 to 2015, 126 patients were treated by CT-guided rfa for oo patients with clinical suspicion and imaging diagnosis of osteoid osteoma were treated by CT-guided rfa using the same device with either a 7- or 10-millimeters (mm) active tip electrode. Specific precautions were applied in case of articular or spinal oo. A 17-gauge rf cannula with a straight cooled tip of 7 mm or 10 mm was used in all cases. Out of 126 that were treated, 1 case had broken electrode tip fragment.